Event description:
Per customer care representative's documentation: sending a letter to obtain more information. "Customer fell and family member tried to test customer's blood but could not get past "cta" message. Family member called emt and they got a blood test reading of 38 mg/dl. Customer's insulin dose was lowered. Customer did not have necessary items to troubleshoot the meter.